Event description:
The patient previously had a procedure where two stents were placed in bifurcation. This case involved a balloon angioplasty to treat in-stent restenosis. A 2.5x15mm sprinter nc was used. First inflation to 18atm for 16sec, second inflation to 20atm for 60sec, and third inflation 20atm for 20mm at which point the balloon failed. A second 2.5x15mm nc sprinter was used in the same location. The first inflation was to 18atm for 16 sec, second inflation to 16atm for 55sec, third inflation to 16atm for 45 sec and fourth inflation to 16atm for 20sec at which point the second balloon failed. This balloon had a pin hole failure. The physician indicated that the stent struts in the region of the carina of the bifurcation where orientated in such a manner that the struts where angled into the balloon and this was why the balloons failed. Review of the images confirmed that the balloon was used at a bifurcation lesion where two stents had been deployed

Manufacturer narrative:
Evaluation results: caused by another drug/device-stent struts (communicated by the physician), no results available since no evaluation was performed-device not provided for review. Related to operational context-the stent struts in the region of the carina of the bifurcation where orientated in such a manner that the struts where angled into the balloon and this was why the balloons failed. Evaluation conclusion: unable to confirm complaint - device not provided for review. Operational context caused or contributed to the event-the stent struts in the region of the carina of the bifurcation where orientated in such a manner that the struts where angled into the balloon and this was why the balloons failed. (B)(4).